Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently did not deliver multiple boluses requested by the customer. Reportedly, the customer would deliver the boluses; however, the customer's blood glucose (bg) level would continue to increase and the insulin on board (iob) value would display zero. The customer's bg level subsequently increased to around 220 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.